Event description:
Intra venous placed and extension loop attached to patient. Upon attempting to flush blood noted to be draining out of loop hub. Loop removed and new applied. Hub of extension loop visibly cracked upon examination after removing from patient. Lot # 14189190 ref: mc33038.